Manufacturer narrative:
The customer's calibration and qc results and sample pre-analytic details were requested but not provided. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service representative replaced the reagent probes and sample probes. He adjusted the rinse mechanism fluid levels. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ca calcium results for 2 patient samples on a cobas 6000 c (501) module. Patient 1: the initial result was 5.5 mg/dl. The result was not reported outside of the laboratory. The repeated result was 8.6 mg/dl. Patient 2: on (B)(6) 2022 the initial result was 4.9 mg/dl. This result was reported outside of the laboratory. The repeated result was 8.5 mg/dl. The samples were repeated due to the laboratory's protocol to repeat critical value results. The repeated results were believed to be correct. The ca reagent lot number and expiration date were not provided.